Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. This indicates the assay is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient. The following results were provided: (B)(6) 2023, sid (B)(6)= 115.9 mmol/l; on another alinity = 138.4 mmol/l normal range: 136 to 145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient. The following results were provided: (B)(6) 2023 sid (B)(6) = 115.9 mmol/l; on another alinity = 138.4 mmol/l. Normal range: 136 to 145 mmol/l no impact to patient management was reported.